Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. A sample of the same lot number have been analyzed. The product did not show any unusual behaviour during mixing, handling or setting. The reported behaviour of the cement could not be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that during surgery the cement became so hard in a short interval of time, that the hip prosthesis couldn´t be inserted and the hard cement had to be removed again from the bone. A 90 min of surgical delay occured to remove the cement from the bone; however no adverse patient consequences were reported.

Event description:
Please refer to report 3006946279-2018-00286.

Manufacturer narrative:
(B)(4). Additional and corrected information are filled in the following fields: the device manufacturing quality record indicates that the released product met all requirements to perform as intended. The device was not returned to the manufacturer, however a sample of the same batch was tested. During this test, no unusual behavior during mixing, handling or setting have been detected. The reported behavior of the cement could not be reproduced. Following the investigation results of this complaint, no corrective action has been performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.